Manufacturer narrative:
B5- date of surgery added d6b - date of explant- added.

Event description:
It was reported that patient experienced an auto accident. Post the accident patient experienced pain at the ipg site. X-rays revealed that leads also migrated. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire scs system was replaced and the pocket site was relocated resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04655, 3006705815-2021-04656. It was reported that patient experienced an auto accident. Post the accident patient experienced pain at the ipg site. X-rays revealed that leads also migrated. As a result, the entire scs system was replaced and the pocket site was relocated resolving the issue.